Event description:
System not working-extension replaced. Found corrosion and burn marks at the extension and connector level. Burn marks found on tissue underneath connector. The device was removed and returned to the MFR for analysis. A follow-up report will be sent if add'l info is received.